Manufacturer narrative:
H4:d5:d6: information unavailable

Event description:
During a laparoscopic cholecystectomy the er320 was not forming clips according to specs. A second er320 was opened to complete the procedure. There was no consequence to the pt. A malformed clip is being returned with the er320 for anlaysis.